Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted (B)(6) 2012; 6947 lead, implanted (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves and the right ventricular (rv) lead was undersensing r-waves. Follow up yielded no further information and the leads remain in use. No patient complications have been reported as a result of this event.